Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2012. The patient alleged experiencing pain and buckling of the knee. Subsequently, the patient was revised on (B)(6) 2014 due to pain and osteophytes were removed during the procedure. Patient stated that the surgeon removed the bearing only.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2012. Subsequently, patient alleges experiencing pain and buckling of the knee. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.